Event description:
The hospital reported infant death during use of the giraffe omnibed carestation. There was no allegation of failure with the giraffe omnibed carestation. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date. Date of death: not provided. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The actual root cause in this case could not be conclusively determined due to lack of detailed information from the customer. The customer did not respond to ge healthcare questions. However, the distributor provided that it appeared the hospital had not removed the canopy seal or fan necessary to clean, disinfect, and sterilize the unit in accordance with the user manual.